Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the customer went through the load process and filled the tubing with 20 units of insulin, but did not see insulin dripping out of the tubing. Additionally, the customer received multiple, minimum fill message after loading a cartridge with 300 units of insulin. The customer changed the supplies on the pump, and after filling the tubing with 26 units, the customer observed insulin dripping out of the tubing, and completed the load process successfully. The customer's blood glucose level was 117 mg/dl.